Manufacturer narrative:
The customer¿s experience of an infusion completing faster than expected was not confirmed. The pcu event log showed the source pump module was programmed to infuse a secondary infusion of vancomycin intermittent 1250mg/250ml at 110ml/hr with a vtbi of 275ml at 1:37 pm on (B)(6) 2016. The secondary infusion ran for approximately 52 minutes before being channeled off at 2:49 pm. The volume recorded as being infused for the secondary infusion during this period was 88.9ml. The starting volume of the fluid containers cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The incident disposable set was not returned for analysis. The root cause of the infusion completing faster than expected was not identified.

Event description:
The customer reported at 1336 ivpb vancomycin 1250 mg/275 ml was ordered to infuse at 110 ml/hr. For 2 1/2hrs. At 1405 approximately 30 min. After the infusion was started the user noticed that the vancomycin bag was empty. Nursing resource was called in to check the pump and rate accuracy the pump remained at 110ml/hr. A drip count and calculation on the primary line and noted it to be approximately 100ml/hr. The pump and IV tubing was removed and sequestered. There was no report of patient harm.